Manufacturer narrative:
E1: patient city - (B)(6). Patient country - hong kong.

Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that patient faced infusion set detachment event on (B)(6) 2024 . The detachment site was at the tubing. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated has been evaluated has been evaluated for the malfunction code tubing detached from hub. The lot 6003866 in question was manufactured at the reynosa site). Complaint investigations. The reference samples for lot 6003866 were previously tested in (B)(4) on 23/apr/2025. Test results: visual test according to work instruction (wi) version 3 on reference samples, 10 samples out 10 samples passed the test. Functional static pull of the hub connector test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing the lot 6003866 was manufactured according to the wi version 94 and packaging in the multivac m10, on 09/jun/2022, with a total of (B)(4) units. Gluing of tubing the lot 3k03696 was manufactured according to the wi version 57 in the gluing of tubing in the machine ft02, on 25/oct/2023, with a total of (B)(4) units. The lot 3k02557 was manufactured according to the wi version 11 in the gluing of tubing in the machine lc01, on 18/oct/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08/apr/2025 against malfunction leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6003866 and no other complaints have been registered in databse for the same lot 6003866 and malfunction code. Conclusion summary of the related event. As a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production related to complaint code, only one complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.